Event description:
The surgeon had inserted a three piece silicone lens model aq2010v into the patient's eye and the haptic tore off. The lens was removed and replaced with another model lens without enlarging the incision. No patient injury.